Event description:
Related manufacturer reference number:2017865-2024-37130, related manufacturer reference number:2017865-2024-37131. It was reported that patient presented to emergency room after getting inappropriate shock. Upon evalution, it was found from x-ray that patient's right ventricular (rv), left ventricular and atrial lead was dislodged. It was also noted that the lv lead exhibited loss of capture and atrial lead exhibited p wave amplitude variation. The rv and lv lead was explanted and replaced. The atrial lead was repositioned on (B)(6) 2024. The patient was stable.